Event description:
It was reported to boston scientific corporation that after advancing a resolution clip device through a coloscope, the over sheath was retracted, however, a clip was not present. The device was retracted through the endoscope and replaced with a competitor's device to complete the procedure.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the device manufacture date cannot be determined. The suspect device has been disposed. A device evaluation will not be performed.; therefore the cause of the reported event is undetermined.